Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.2-10.0cm from the distal tip. The silicone insulation was abraded and the sensing conductors were visible. Internal insulation abrasions were found at 7.6-7.8cm and 11.5-12.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed. No electrical anomalies were noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.